Event description:
(B)(4). I got the essure 5 years ago after my son was born immediately after getting it implanted I had a lot of cramping and pains but thought it was my body adjusting to the device after having it in for 4 weeks I could no longer have anything peanut butter what so ever without having a reaction then as time went on I started feeling more and more fatigued day by day then last (B)(6) I went to the ER because I ate some chocolate and had a reaction that caused me to have a seizure and fall out so I was rushed to the ER I found out later I had the reaction to the chocolate because of how much nickel was in it and from having the essure put in I developed a nickel allergy and with the essure being nickel and being inside of me it was killing me from the inside out. I was never ever told that an allergy test was supposed to be done for nickel before putting it into your body which bayer should inform all its patients about before insertion! Now I have had to has a hysterectomy to remove this device and can no longer have children (profanity) you bayer and (profanity) you essure you ruined everything!!